Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl. The customer visited the emergency room and was treated with an insulin pump and manual injection. The customer experienced symptoms such as tiredness and weakness at the time of the event. The event involved product mmt-7040ma, mmt-332a, mmt-1884, and mmt-397a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-7040ma, mmt-332a, or mmt-397a. The mmt-1884 was asked for replacement, and the customer responded that the device would be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 25-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 25-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(4) event date of 31-jul-2025 and related svn#: (B)(4) event date of 29-jul-2025. In further review of the formatted history file 1 week prior to the event date of 25-oct-2025, these pump error(s)/alarm(s) were noted: sgcalibrationerror (776) was found on: (B)(6) 2025 21:19:42.000 lostsensor1alert (780) was found on: (B)(6) 2025 18:41:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 18:57:00.000 sensorerroralert (801) was found on: (B)(6) 2025 21:41:23.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.75 mv). The pump was received without a battery. The pump was received with a battery cap with a broken 1 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.